Event description:
Audible clicking sound heard from the mechanical ventilator on this pt. Upon inspection, the respiratory therapist noted that the peep setting changed to zero, the oxygen setting increased to 100% and the alarm settings decreased to 30 spontaneously.